Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels. Prior to the event, the customer got a motor error alarm. The customer stated that he longer has the insulin pump that he was wearing at that time as it was replaced. Nothing further was reported.